Event description:
Hill-rom received a report from the account stating that the base was not closing. The lift was located in the shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the gear rack had four of its base gear teeth broken off. In the service manual for golvo (B)(4), under the section instructions regarding the check points, 5b base opening and closing linkage it is stated: inspect gear rack for worn teeth and cracks where stop nut contacts back surface. Inspect friction plates. Replace if worn or damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on their lifts. The hill-rom technician removed damaged parts and cleaned base of all debris from broken teeth. He put the base together and tested. The base motor was making noise so he removed the motor and installed a new motor. He put base back together and the lift functioned as designed. Based on this information, no further action is required.